Event description:
It was reported that a prosa (part # fv701t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was believed to be operated in underdrainage. The patient underwent a revision procedure performed on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Same event as medwatch-no.: 3004721439-2022-00239.

Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the prosa valve was observed through the visual inspection. A measurement of the plane paralelism could confirm this. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the prosa valve with the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the vertical position. Internal inspection: after dismantling the valve, deposits were found in prosa. Results: based on our investigation results, we can detect deposits and a slight deformation of the outer housing. At the time of the investigation, the deposits as well as the deformation of the outer housing do not affect the technical properties of the prosa. We are unable to determine how the aforementioned functional impairment occurred at the time of the investigation. Existing deposits in the csf may temporarily impair the function of the valve and are described concomitants in the hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.